Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing of colostomy, the reload was loaded to the handle, and the opening and closing check were normal. The physician tried to fire, but was unable to squeeze the handle. A new cartridge of the same size was taken out, this time the physician loaded the new reload to the handle, and the opening and closing check had no problem. When trying to fire the device, the same event occurred. Whether the gear is on or not, after the green button was pressed and the handle was squeezed, the firing could not be performed. The handle and the reload were both replaced with new ones, and the procedure was completed. The event occurred during the procedure, but the product was not used for patient.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.